Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a follow-up in clinic visit, the physician noted a steady decline in the right atrial lead impedance over the last few months. Intermittent noise and capture threshold that raised steadily over the last three months were also noted. The lead was capped and replaced successfully on (B)(6) 2019 without complications. No patient consequences were reported.